Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported: "pt was intubated and ventilated using oxylog when it malfunctioned, stopped ventilating and alarmed to contact technical support". There was no patient injury reported.

Manufacturer narrative:
For the investigation the device was analyzed in the repair center of the manufacturer and the logbook was investigated. It was not possible to reproduce the issue in the repair center. The logbook showed that on the reported day of event a failure message about pressure sensor s6 was logged. This failure can occur if the switching time of the so called autozero-valve, which is required for calibration of the sensor s6, is too long. In this case the device generates an optical and acoustical alarm and ventilation stops. An alternative independent ventilation device has to be used instantly, as described in the IFU. The investigation comes to the conclusion that most likely a sporadical failure of the autozero-valve was the root cause of the event.

Event description:
Please see initial-report.